Event description:
During initial use, blade functional and intact. After removal from patient, blade sounded strange with a grinding sound. The technician wiped the tip of the blade and the tip slide out of the cannula. Both were removed from the field.